Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure the device indicated a blade error. The blade was broken after use. Competing device was used to complete the case. There were no adverse consequences to the patient.